Event description:
It was reported that this right ventricular (rv) lead has had three high, out of range shock lead impedance measurements. The measurement was noted as being 125 ohms. The patient is being monitored by their home monitoring system and the clinic is aware of the measurements. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.